Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that no migration was observed. Only one lead was fractured. The patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Correction: additional report 2 should not have been submitted, as it was created and submitted in error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient may undergo surgical intervention to address the issue.